Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077298) on 29-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") and device dislocation ("the essure devices are out of the place where they are supposed to be") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "tube was not closed". Concomitant products included cholecalciferol (vitamin d), cyanocobalamin (vitamin b12), ibuprofen (advil), lipitac (omega 3), paracetamol (tylenol) and vitamin-b-komplex standard (b complex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (unspecified in 2009). Essure treatment was not changed. At the time of the report, the pelvic pain and device dislocation had not resolved. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: that she had a serious injury (hospitalization and required intervention) but did not specify it to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5077298) on 29-may-2018. The most recent information was received on 24-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") and device dislocation ("the essure devices are out of the place where they are supposed to be") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "tube was not closed". Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), ibuprofen (advil), lipitac (omega 3), paracetamol (tylenol) and vitamin-b-komplex standard (b complex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (unspecified in 2009). Essure treatment was not changed. At the time of the report, the pelvic pain and device dislocation had not resolved. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: that she had a serious injury (hospitalization and required intervention) but did not specify it to one of the events. Most recent follow-up information incorporated above includes: on 24-oct-2018: this case (2018-102820) was found duplicate of case 2018-094869, therefore all the information has been transferred in to retention case 2018-094869. Nullification reason: duplicate case identified with fu information. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.